Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, post-operatively, the patient experienced a pain level of 30/100 on a visual analog scale. The patient tested positive for a urinary tract infection at time of discharge. The procedure was successfully completed. During a follow-up visit on (B) (6)2008, the patient did not report experiencing any pain. It was documented that the patient had a normal pe and experienced normal voiding.